Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon applied an additional suture to correct the location where the seal was removed out of. No additional patient complications were reported.